Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed non-sustained rv oversensing due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended.